Manufacturer narrative:
Batch review performed on 8 october 2024. Lot 2336601: (B)(4) items manufactured and released on 12-dec-2023. Expiration date: 2028-nov-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implant involved; batch review performed on 8 october 2024. Reverse shoulder system 04.01.0207 lat. Glenosphere 36xø24.5 (k193175) lot 2342040: (B)(4) items manufactured and released on 04-mar-2024. Expiration date: 2029-feb-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review.

Event description:
The patient came in reporting pain due to a dislocation of the liner from the glenosphere. About 3 weeks after the primary surgery, the surgeon revised the liner. The surgery was completed successfully.